Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y leaked. The following information was provided by the initial reporter: on (B)(6) 2021, when preparing to attach the intravenous indwelling needle to the patient, the nurse found a fluid leakage between the positive pressure connection and the indwelling tube, and found that the indwelling tube was broken at the positive pressure connection, so it was discontinued. After removing a new indwelling needles, it was used normally. 2021-4-21 received an update from the sales representative, and the description of the incident was updated as follows: the leaking part is the connection between the extension tube and the y-type interface. When the nurse opened the package to exhaust, the two cases of leaking were the same, which was the same as the situation of multiple leaks last year.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0297928. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone#: (B)(6) a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y leaked. The following information was provided by the initial reporter: on (B)(6) 2021, when preparing to attach the intravenous indwelling needle to the patient, the nurse found a fluid leakage between the positive pressure connection and the indwelling tube, and found that the indwelling tube was broken at the positive pressure connection, so it was discontinued. After removing a new indwelling needles, it was used normally. 2021-4-21 received an update from the sales representative, and the description of the incident was updated as follows: the leaking part is the connection between the extension tube and the y-type interface. When the nurse opened the package to exhaust, the two cases of leaking were the same, which was the same as the situation of multiple leaks last year.